Manufacturer narrative:
(B) (4). Increased blood pressure. The device is included in the medical device safety alert, important information on potential MRI effects physician communication (august 2008).

Event description:
The patient had a 2.5 hour magnetic resonance imaging. The physician programmer revealed a motor stall in the attention dialogue box. The pump started again at 3:30. The patient experienced headache, shaking, increased blood pressure, and nausea associated with the event. The patient was at home at the time of the report. He was feeling better, but still had some residual effects. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.